Manufacturer narrative:
Other.

Event description:
It was reported that on a unknown date during cleaning of an affirm system , a worker injured her left middle finger moving her hand through the vinyl of the equipment. The worker reported that she wore a splint for 8 weeks and after this period of time her finger was still swollen and sensitive for which she received an x-ray on (B)(6) 2022 , and a MRI on (B)(6) 2023. The worker referred that pain was still present and if after using a splinter for another 8 weeks if the finger does not heal, it might require surgery. No other information is available.